Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and unplugged interconnect cable and workstation power cable from the wall, waited 10 seconds and rebooted system. The system operates as intended.